Event description:
The customer reported that the system displayed a control panel and a communication failure errors. These errors are generated when the system cannot communicate with the c-arm control panels. These errors can cause the system to shut down. There is no report of injury or death.

Manufacturer narrative:
A ge rep evaluated the system and reseated circuit boards and connectors. The system operates as intended.